Event description:
It was reported that the patient presented at a follow-up clinic. Upon interrogation, the pulse generator exhibited premature battery depletion. No intervention was performed. The patient was stable.